Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized to intensive care unit due to high blood glucose and diabetic ketoacidosis on june 20, 2020 with blood glucose level was unknown but too high. The customer stated the treatment was unknown. The customer stated that they declined to continue because she said that it was the reservoirs not the insulin pump that caused her to have the high blood glucose because the reservoir at leaking. The location of reservoir leak was reservoir hub. The insulin pump will not be returned for analysis.